Manufacturer narrative:
An image was provided for review and shows a frayed silver cable at the distal end of the instrument. There was no damage to the conductor wire, as confirmed by the customer. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had a damaged lead/conductor wire. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the damaged cable was silver. The cable was frayed. The instrument immediately stopped applying force. There were no signs of thermal damage. The procedure was completed robotically. An image was provided and reviewed, showing a frayed cable at the distal end of the instrument.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.